Event description:
It was reported that the right ventricular (rv) lead insulation was stuck with a needle to retain access during implant. A loss ofcapture was found at the next follow up appointment. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The lead insulation overlay tubing was cut. Blood ingression was observed in the overlaytubing. The distal electrode was covered with blood, and it was visually noted the lead was damaged at implant. Concomitant product: 4396 implantable pacing lead. (B)(4).